Manufacturer narrative:
Physio-control will submit further information after the device is received and then evaluated for failure analysis.

Event description:
According to the report, while performing a periodic inspection, the device was observed to display the attention, chargepak, and service indicators and would not power up.